Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s high blood glucose was 360 mg/dl at the time of incident. The customer was treated with the insulin pump. The customer also reported that the insulin pump had bent cannula and infusion set was leak. The reservoir will be returned for analysis.